Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer reports increase in false positives - multiple bottle types across all three instruments."

Manufacturer narrative:
H6: investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(4). The complaint is not confirmed because there was no problem identified with the equipment and the issue was not reproducible. Instrument is working within bd specifications the root cause is unknown. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reports increase in false positives - multiple bottle types across all three instruments."